Event description:
It was reported that balloon rupture occurred. A 2.25mm x 15mm apex balloon catheter was selected and advanced to dilate the lesion. Upon first inflation at 10 atmospheres, the balloon ruptured. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).